Event description:
It was found through an obituary search that the patient had passed away. No additional information was available. The in-house programming history database was reviewed and found to contain programming information from (B)(6) 2005 through (B)(6) 2012. No anomalies were noted which would be associated with the patient's cause of death. The last system diagnostics were run on (B)(6) 2012 which showed the device was working as intended and that the vns battery was at noes = yes (near end of service). A battery life calculation for m102 sn (B)(4) (implanted (B)(6) 2005) was performed on (B)(6) 2016. Based on the information provided, and the parameters/diagnostic history found in the vns therapy programming history database, the patient had approximately 0 years remaining until neos = yes. Attempts for additional relevant information have been unsuccessful to date.